Manufacturer narrative:
Both of the instruments are missing their tips (confirming initial complaint). Per a review of the instrument device history record, these parts were mfg in (B)(4) 2009 and did not have any nonconformances associated with them. This type of incident (probe tips breaking) is repeated in the complaint log, likely due to the fact that it is a thin tipped instrument and unlike the drills or taps can be subjected to side loads, (B)(4). The distributor stated that the broken tips were retrieved, but that it added an hour to the surgery. Upon re-review of the complaint, the extended time of surgery was noted, generating this filing. A deviation has been generated to address this late filing with a CAPA.

Event description:
Tip broke off of the bone probe while being used in surgery.